Manufacturer narrative:
Insulin pump passed the displacement test and self test. No unexpected a12 alarm anomalies noted. No unexpected rest alarm anomalies noted. No unexpected device test failed anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 165 mg/dl. Customer reported that reset alarm was reoccurred and also another error occurred twice. Customer was advised to run self-test and it did not pass. Customer was advised to stop using the insulin pump and revert tp back up plan. The insulin pump will be returned for analysis.